Event description:
It was reported that during a prostate procedure, the physician noticed a piece of the fiber in the urethra @ 165,530 joules. The physician was able to remove the piece and continue with the procedure. The procedure was completed without incident after a new fiber was opened and used. Patient outcome: "patient was not injured." Reported.